Event description:
According to the reporter: procedure: lap appendectomy. One of the jaws broke off while inside the patient's cavity. The procedure was converted to open and an x-ray was done to locate the jaw. Jaw was located and removed. Or time was delayed approximately 1 hour. Some bleeding occurred. No tissue damage reported.